Event description:
It was reported that pump displayed malfunction alarm code 12 with a fault ID, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code recurred, which caller acknowledged and understood.